Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection and the entire system was explanted. A new system was later implanted. The patient's indication for use is dystonia and movement disorders. No cause, diagnostics/troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.